Event description:
It was reported that the flat drain had a drain eye not pouched.

Manufacturer narrative:
The reported issue on this complaint is confirmed and based on the sample condition it was determined to be a manufacturing relate issue. A visual inspection found the twentieth hole from the distal end of the flat drain not completely perforated and totally occluded, thus the hole may not be free of loose flash or fragments. (B)(4).